Event description:
Sorin group (B)(4) received a report that the s5 roller pump did not function when powered on. There was no patient involvement as this occurred during set-up.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The pump was returned to livanova (B)(4) for further investigation. Durin testing, the reported issues was reproduced and was traced to the motor endstage circuit board. The board was replaced to resolve the issues and subsequent functional testing was carried out without malfunction. A 24-hour test run using p-can monitoring with different settings and variable drive speeds did not detect further problems and the unit was returned to customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.